Event description:
The pt reported that, while removing the cartridge on his insulin infusion device, some insulin spilled inside the housing unit. The pt was instructed to let the infusion device dry out upside down for 24 hrs and to switch to his backup device. The pt was educated on how to properly remove the cartridge from the cartridge chamber. On follow-up, the pt stated the infusion device appeared dry. After further troubleshooting to determine the device was working properly, the pt switched from the backup device to his primary one. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.